Event description:
The facility reported an infusion pump with failure code 500:320:831:0000. The event was reported to have occurred during biomed testing. The hosp representative stated they have no record of any pt incident involving this pump since the last baxter service event and no pt injury had been reported.